Event description:
Surgeon reported a torn flap, due to possible loss of suction during the sidecut. Surgeon thought the sidecut was complete, however, upon lifting the flap found there was difficulty lifting one area of the sidecut. The flap tore near the flap edge. Surgeon felt she could still complete the laser treatment and completed the case and used a bandage contact lens for a couple of days. She stated the patients eye is doing well, with no loss of bcva and no further intervention needed.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.